Event description:
It was reported that the user applied and scanned a new libre 3 plus sensor with the libre app, resulting in the sensor being in use by another device and unavailable to pair with the ilet app; the user then deleted the libre app and successfully activated a new libre 3 plus sensor with the ilet app. Symptoms included no adverse clinical effects. Outcomes included successful activation of a replacement sensor with restored functionality. Investigation included customer service troubleshooting and user education on proper app and sensor pairing. Investigation of this case revealed that the initial sensor was bound to an incompatible application, which prevented use with the ilet system, and that reapplication and activation through the ilet app resolved the pairing conflict. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pairing the sensor with a non-ilet application prior to ilet activation.